Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, ventricular bipolar lead impedance was <200 ohms. Atrial bipolar lead impedance was 290 ohms. Unipolar readings were <200 ohms. The device remained programmed to a fixed output of <3.5v in the bipolar configuration.